Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 300-500 mg/dl range. The customer would change the tubing site and deliver a correction bolus to address the bg level. As the occlusions occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Reportedly, the customer used the cartridge and infusion set for more than 3 days.